Manufacturer narrative:
No battery out limit alarm was noted. The insulin pump had normal operating currents and no display anomaly was noted. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was also received with minor scratches on the display window, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.